Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pharmacist reported on behalf of her patient - while patient was drawing up her monjaro medication, the needle broke. Pharmacist stated she does not reuse needles. No injury to report. Half of the syringe has medication, and the other half is still in the vial. Informed pharmacist to contact medication manufacture for possible compassion program. (B)(6) lot # unknown they don't have the box or bag. Catalog# 324921. Date of event 11/08/2024. Sample status awaiting sample.